Event description:
It was reported that insulin leaked into the pump chamber during use, with external wetting of the cartridge and chamber and lack of insulin delivery to the body occurring intermittently about one in three cartridge changes; the user described manually filling cartridges and occasionally allowing the plunger to extend beyond the glass before reinserting it, and the discussion identified this practice as a potential cause of compromised cartridge integrity and leakage consistent with a supply-related issue involving the cartridge or connector. Symptoms included interrupted insulin delivery without reported adverse clinical effects. Outcomes included user education, troubleshooting, and shipment of replacement cartridges and connectors from different lots. Investigation included a detailed review of the user¿s filling and loading technique and collection of implicated cartridge and connector lot numbers for follow-up. Investigation of this case revealed leakage consistent with compromised cartridge seal or plunger displacement, which aligns with known failure modes when the plunger exits the glass during filling. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to compromised cartridge integrity and resultant leakage from the cartridge-connector supply path.